Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator display went blank. The device was rebooted, and it generated an error message. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). A flash drive was received for investigation. A visual inspection was conducted and no anomalies were found. The unit was attached to a test ventilator for analysis. The unit was powered up and passed testing. Then the ventilator serial number was exhibited on the status display, which suggested that the could not read the data from the usb flash drive. The device was removed from the ventilator, and an attempt was made to download the ventilator¿s serial number to the device. A 'write protect' error code was displayed. No further investigation or repair was conducted on this component. The customer reported malfunction was verified.